Event description:
The device was used during a thoraco bullectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the incomplete staple line. The hosp has reported the pt's condition is satisfactory.